Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a urological procedure, the customer reports that the device would not fire. Had to use force to push through. There was no medical intervention required. There was no unanticipated tissue loss, tissue damage or bleeding. There was no reinforcement material used. There was no extension to surgical time required. Nothing fell in the surgical cavity. The patient's current status reported as fine. The device will be returned for evaluation. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were observed. When the trigger was actuated, the knife blade advanced and retracted properly. The instrument was inserted and removed through a pmv trocar without binding or difficulty. The knife blade was able to cut cleanly and completely through the test media. The optical trocar passed an air leak test. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The file will be closed as a tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).